Event description:
Customer reported device = 480 mg/dl at 11 a.m. One hour later customer went to the hospital. Hospital device = 156 mg/dl. Hospital drew blood and urine, however no treatment was received. Customer stated hospital was supposed to give customer breakfast but did not and customer was released and home at 3pm. No controls were used. Strips were expired. Device was not coded correctly. A request was made for return product and replacement product was sent.